Event description:
A customer reported an issue with his freestyle flash blood glucose meter which "was taking a long time to read". The customer reported receiving the following readings: 265 mg/dl and 412 mg/dl. He reported he changed his diabetes treatment based on those readings. The customer reported he had a seizure and also the following symptoms: blurred vision, dizziness, shakiness and slurred speech. The customer was taken to a health care clinic by a nurse and the doctor administered fast acting insulin - novolog - to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. Note: the reported meter readings were plotted on a parkes error grid and fell into the "b" zone showing that the difference in readings is not clinically significant. The medical treatment the customer received was consistent with a hyperglycemic event.